Manufacturer narrative:
Product ID, 377760 lot# v018756, implanted: 2007 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had been experiencing right hip pain since (B)(6) which was what the device usually helped with. The patient received a new antenna and one of the patient's programs was reported to have been "totally wiped out". In the past, the patient had her stimulation on 24/7 but lately she had been turning it off during the day because the pain was tolerable. It was noted that the patient had only been turning stimulation on at night. A week later it was further reported that the patient was experiencing pain and was requesting help with reprogramming. If additional information is received, a follow up report will be sent.